Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, a crunching sound was heard, but the device got stuck when surgeon tried to remove the gun. Surgeon use diathermy to remove device. Upon extraction only part of the tissue was cut, and unform staples were found and removed. Suturing was used on the bleeders.